Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and the explanted devices was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a slight fever, itchiness and chills during the actual trial. The physician pulled the lead and noticed that there was an infection at the insertion site. Symptom of discharge was noted. The physician believed that the infection was caused when the patient's bandage came off during the trial and was exposed. The infection was not device related. The patient was prescribe antibiotics and the trial leads were removed.